Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 018 drug coated balloon catheter returned for evaluation. Upon visual inspection, it appeared the balloon was pinched but not twisted. Dried saline was noted within the inflation lumen and within the balloon. No anomalies noted to the hub. During functional testing, negative pressure was applied with an in-house presto inflation device. The balloon was inflated and maintained a normal uniform shape and pressure; no kinks were noted on the gw lumen. The balloon was inflated to rbp and was able to maintain uniform shape and pressure. The balloon was deflated and did not revert to bending at the proximal end. It was noted the inner gw lumen had an overall s shape upon deflation. No other functional testing performed. Although, the balloon was inflated and deflated without any issues, the investigation is confirmed for the reported material twist upon inflation as pinching was noted on the balloon, which could have caused twist in balloon during inflation. A definitive root cause for the reported twist upon inflation issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (onu; prc). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using lutonix 018 drug coated dilatation catheter. During the procedure, the balloon was inflated only halfway with a material twist. There was no reported patient injury.